Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer had been using the cartridge for 3 days. Tandem technical support provided customer with education on labeling instructions for humalog insulin. A new cartridge was loaded to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.